Event description:
The graftmaster was successfully implanted and sealed the perforation in the left circumflex artery. However, the pt died due to a coronary vessel (cv) rupture after a myocardial infarction (mi). The death was not a result of the coronary perforation. It was reported by the physician that the graftmaster did not cause the add'l complication or the adverse event and the ease of handling the graftmaster was reported as excellent.